Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was a fault in the drive manifold assembly. To resolve the issue, the fse replaced the drive manifold assembly . The unit underwent a full functional check as per factory requirements and determined to be restored to normal function.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was a fault in the drive manifold assembly. To resolve the issue, the fse replaced the drive manifold assembly (d104-00-0031). The unit underwent a full functional check as per factory requirements and determined to be restored to normal function. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of ¿unable to perform startup process after automatic inflation¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and passed. Also, performed all manifold leak tests and passed within the factory specifications. Pumped cardiosave test fixture and could not observe unable to perform startup process. Passed autofill tests. The fat dept, could not be replicated the failure message of ¿unable to process startup process after automatic inflation¿. Drive manifold assy. Passed testing. Retaining drive manifold assy. In the fat dept. Per procedure 0002-07-d008.

Event description:
N/a

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by hospital that during use, the cardiosave intra-aortic balloon pump (iabp) shut down without an alarm sound. The device was replaced and treated. No personal injury was caused.